Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the user attempted to add atomoxetine 25 mg to the cdu station. Although it was present in the formulary, it did not appear as an option when attempting to pend/load. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.